Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the cannula had not fully deployed and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed with the slide insert visible in the top housing window. No timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would contribute to a needle mechanism failure. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. A root cause for the reported event could not be conclusively determined.